Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced visible and palpable phrenic nerve stimulation from the right atrial (ra) lead in both bipolar and unipolar pacing configurations since implant. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.